Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6 fr angio-seal vip was returned for evaluation. The returned sample included the carrier tube and hemostasis sheath assembly, arteriotomy locator, guidewire, and header bag. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The hemostasis sheath was found to have been cut near the distal tip. The anchor had not deployed and was visible within the cut at the distal tip. No other signs of damage or deformation to the device were identified. Functional testing cannot be performed due to the condition of the returned device. The complaint was able to be confirmed for the non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/ hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: not available due to hospital policy. A2: age & date of birth: not available due to hospital policy. A3: patient sex: not available due to hospital policy. A4: weight: not available due to hospital policy. A5: ethnicity: not available due to hospital policy. A6: race: not available due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-seal device was applied according to the instructions for use (IFU). The angio-seal device was inserted into sheath and placed properly. Angio-seal was pulled back, but the suture was not visible. The user was not sure if the anchor and collagen are still inside the patient. Manual compression was done. The sheath of the angio-seal system was cut open to check if the components were still inside the sheath. All three components (suture, anchor, and collagen) were inside the sheath and not in the patient. Additional information received 30 jun 2023: the procedure performed was a superficial femoral artery (afs), below the knee (btk), popliteal using a 6 french sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. No blood loss was reported. The patient was in stable condition.